Event description:
Pump malfunction was reported with a malfunction code displayed as malf 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the pump was under warranty, arranged to replace it, and instructed the customer to use multiple daily injections as backup therapy. The customer was guided to put the pump into storage mode before returning it with a pre-paid label.